Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneous sodium (na) and chloride (cl) results were generated by synchron lx20 pro clinical system. The erroneous results were not reported out of the laboratory. When anion gaps flagged the results, the samples were rerun on an alternate lx20 instrument and those results were reported out of the laboratory. The customer declined to provide pertinent patient data. Neither the magnitude of errors nor the number of affected patients was provided. The customer only stated that there were significant differences between the initial and repeat results. There was no report of death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The samples were collected in plasma separator tubes, and analyzed from de-capped primary tubes. After the issue occurred, the customer attempted to recalibrate the ise system, but calibration failed. After troubleshooting and multiple calibration attempts, calibration finally passed and qc came into range, but then samples were again flagged by anion gaps. The customer stated they continue to do the flow cell flush instead of the twice weekly maintenance because the flow cell gets dirty frequently due to their heavy work load. Twice weekly flow cell maintenance is a validated maintenance procedure recommended to customers via customer communication letters sent out to affected customers in the week of 04/04/2011. Field service engineer (fse) found a buildup in the chloride port of the flow cell. The fse cleaned flow cell and replaced both sodium electrodes and the carbon bridge. The fse verified instrument performance.